Event description:
It was reported the catheter anchor "bunched up" on itself at the end when deployed during a procedure. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information received reported that during the surgical procedure on (B)(6) 2012, cerebrospinal fluid was aspirated from the catheter access port prior to closing and the patient was ¿doing well.¿ it was later reported that the patient was having some irritation where the catheter enters the intrathecal space. A catheter revision was scheduled. The patient outcome was unknown. The pump was used to deliver baclofen.

Event description:
Additional review corrected that the previously reported [it was later reported that the patient was having some irritation where the catheter enters the intrathecal space. A catheter revision was scheduled] pertained to manufacturer report # 3004209178-2013-03012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).